Event description:
It's been close to about 2 yrs since I have had lasik eye surgery to improve my vision. Although my vision is great, my eyes hurt almost constantly. My condition has been labeled as dry eyes by the people who performed the lasik surgery but even with eye drops, the pain does not go away, although it does help. I sense that it has something to do with the nerves that were damaged during the surgery. I was hoping that with time, my eyes would heal themselves but a significant amount of time has passed yet my eyes still bother me greatly.